Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, after the cds removed while the steerable guide catheter was left in place, the clip slightly opened to approximately 30 degrees and mr increased to 2-3. A second clip was deployed lateral to the first clip to stabilize. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. Additional therapy/non-surgical treatment appears to be due to case specific circumstances as one additional clip was implanted to stabilize the implanted clip and reduce the mitral regurgitation (mr) to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.